Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened dome switch. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stripped battery cap at coin slot area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button error on his insulin pump. He said the act button does not work. Customer's blood glucose is 97 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.